Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer changed the batteries and battery cap but issue was unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On 06/15/2021, the customer alleged blank display and failed battery test alarm. Device received with blank display. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked battery tube threads, minorly scratched lcd window, cracked keypad overlay, cracked case on corner of belt clip rails, keypad overlay texture damage, faded serial number label, and heavily scratched case identified during the visual inspection. Device was cut open to perform visual inspection and found moisture damage on the pcba 1 and corroded battery tube. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank display noted. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. Pcba 1 and pcba 2 were put into test case and thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found failed battery test alarm on the event date of 06/15/2021 at 10:15:27 and 10:25:00; also, found: low battery alarm on 06/06/2021 at 13:12:00, on 06/15/2021 at 07:29:00, power loss alarm on 06/15/2021 at 10:27:38, insert battery alarm on 06/06/2021 at 21:51:54, on 06/15/2021 at 09:48:00, 10:15:09, 10:15:29, unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Customer alleged for failed battery test alarm was confirmed. Blank display confirmed due to moisture damage on the pcba 1 and corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.